Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with the corrections/additional information: b5, d4, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 25-may-2022 to 24-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device presented no errors upon testing. The field service engineer reported that the customer¿s ground fault circuit interrupter power outlets were operational but did not display the expected green light indicators. A product support engineer opened product incident 1289361 and advised the customer to investigate the ground fault circuit interrupter power outlets and possibly change. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis anesthesia station es system unexpectedly rebooted during a procedure. The nature of the procedure was not disclosed. The required medication was not disclosed. Customer reported a 5 to 15-minute delay to patient care. Customer retrieved the required medication from a nearby station. Patient or user harm was not reported.